Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that upon placing the liver on board, the temperature was increasing "slower than normal". The time to reach normothermia was not provided. During perfusion, message code 360 (excessive blood/water temperature difference) was delivered. However, it was noted that temperatures were within range. Perfusion stop/start was successful in temporarily clearing the message code. Following perfusion, the liver was ultimately discarded due to high flavin mononucleotide (fmn) values.